Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 3 years. Through follow-up with the healthcare provider, it was learned that the device was removed due to prosthetic aortic valve endocarditis. The infection source is unknown; however, the surgeon indicated that there was no malfunction of the edwards valve. No other details provided.

Manufacturer narrative:
Device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. In this case, the surgeon has indicated that there was no malfunction of the edwards valve. No further actions are possible with the available information.